Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 389 mg/dl at its highest and a correction bolus via alternate therapy was delivered to address the bg level. The customer performed troubleshooting on their own and found the occlusion to be within the cartridge. A supply change was performed resolving the occlusion alarm.